Event description:
It was reported to st. Jude medical that the device presented with a software reset. After the device was completely interrogated, the buttons on the right hand side of the screen were not visible. After every attempt to program, the programmer reported a system error and needed to be rebooted. A different programmer was used and the same issue occurred. Archive data was not generated by interrogation with both preogrammers and a memory map was not able to be ontained. The st. Jude technical services discussed admitting the pt to be monitored as no therapies were available and explanting the device.